Event description:
It was reported that the tip of the driver broke off in the set screw during surgery. The surgeon retrieved the broken piece. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Approximately 3mm of the tip has been broken off which is consistent with interface during tightening. Fracture surface analysis revealed a fairly brittle fracture surface and evidence of a circular material flow which is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.